Manufacturer narrative:
The customer submitted data showed that the cell-dyn sapphire, had some wbc staging and optics issues which affected sample processing. In addition, the samples were suspected to have resistant rbcs, which is listed in the manual as interfering substances and conditions. Abbott field service was able to identify the staging and optic parts contributing to the complaint incident. Replacement of these worn-out parts resolved the complaint issue. The cd sapphire system operator's manual provides additional information related to this incident. The investigation included review of product historical data, and product labeling. Based on the investigation, a product deficiency was not identified for the cell-dyn sapphire.

Event description:
The account generated a falsely depressed cell-dyn sapphire wbc of 0.767 10e3/ul using the extended lyse mode on a patient sample that repeated wbc of 13.1 10e3/ul using the extended lyse mode on another cell-dyn sapphire analyzer. Initially, the sample was processed with an invalid data error for the wbc on the cell-dyn sapphire prior to repeating the sample and generating the falsely depressed wbc result. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.